Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is cracked at the battery compartment and the drive support cap is sticking out. The customer's blood glucose reading was 258 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap, cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, broken belt clip slot, scratched reservoir tube window and missing the end cap sticker. The drive support disk was inspected and no anomaly noted.